Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were cleaning her house at midnight tripped over a cord and fell and broke her arm at the shoulder they called the paramedics and ambulance. Customer blood glucose was 125 mg/dl. The insulin pump will not be returned for analysis.